Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attriuted to the monitor board. The monitor board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of the reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device restart/reboot it held multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.